Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reported that a 13.7mm, vticmo13.7, -17/+2.5/113 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient right eye (od) as a replacement lens due to low vault but it did not resolve the problem (vault was a bit low, but it was the biggest lens). On (B)(6) 2018 it was reported that the problem resolved, the patient is ok and no additional treatments will be performed.